Manufacturer narrative:
The device was evaluated on site and the allegation was confirmed due to poor electropneumatic proportional valve. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer¿s field service engineer reported to olympus that during the receipt inspection that the high flow insufflation unit was leaking gas inside and it was not used. The procedure was completed using the same set of equipment. There was no patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the issue was due to a faulty electro pneumatic proportional valve. However, the specific cause of the faulty electro pneumatic proportional valve could not be established at this time. Olympus will continue to monitor field performance for this device.